Manufacturer narrative:
(B)(4). Foreign- (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a procedure, the tip of the wire fractured into the patient upon insertion. All fractured pieces were able to be retrieved from the patient and no other adverse events were reported. Attempts were made, however, no further information will be available.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The threaded wire was returned for evaluation and is broken right at the last thread. The threaded wire is visually conforming to the print. Device history record (DHR) was reviewed and no discrepancies were found. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.